Event description:
Customer reports that the expiration date on the strip vial is 5/31/06. Manufacturer has the expiration date as 5/31/05. No injuries reported. Requested return of suspect vial and replacement was sent.